Manufacturer narrative:
Review of the most recent repair records determined 2 cutters (pn 00770302000 and 00770301500) failed the test cut. The gears and bearings were replaced on the cutters, however, cutters cannot be fully repaired without replacement devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was incomplete meshing. The device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction. The cutter failed the cut test.